Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer also reported that the insulin pump had error and need to restart it over and over again as exposed to a high magnetic field. It was also reported that the insulin pump had pump error no motor movement. Customer was able to clear the alarm but unable to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to faulty battery tube. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 38 due to blank display.